Event description:
It was reported that bd¿ sharps collection next gen is damaged. No serious injury or medical intervention was reported. Verbatim: "material no: 305517, batch no: 3304912. It was reported that facility is unable to open sharps container to dispose of needle. Spoke with customer on 02/26/2019 and she stated that the facility is having to hold door open while trying to dispose of needles and sometimes that does not work. Per customer email: I received an escalated phone call this evening, 2/25/19 at 5:00pm from a customer who is reporting an issue with a sharps container. The caller, (B)(6), reported being a nurse at the (B)(6), located at (B)(6). She reported product #305517, lot #3304912 not being able to open for disposable of the needle, and stated she felt this is a defective product. The customer wanted the information passed along for someone to investigate the issue further. She can be reached at (B)(6)"

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like lid broken - damaged during the manufacturing process of the lot number reported under this customer complaint. According with this investigation there is no enough information to determine the root cause of this failure mode since there is no samples or pictures provided from customer in this complaint. Also, it was noticed that customer is reporting that they can¿t open the door to dispose the needles however, the collector has the function to perform a final closure (the door can¿t be open after the final closure is applied) once the product is filled above the file line defined in the product that¿s why the sample is needed to evaluate the current condition of the collector. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since the probability to inadvertently induces this failure mode (final closure) on the pieces could occur due incorrect handling, storage or because an incorrect packaging is being used at the time to perform partial sales (distributors).

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the(B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sharps collection next gen is damaged. No serious injury or medical intervention was reported. Verbatim: "material no: 305517, batch no: 3304912. It was reported that facility is unable to open sharps container to dispose of needle. Spoke with customer on (B)(6) 2019 and she stated that the facility is having to hold door open while trying to dispose of needles and sometimes that does not work. Per customer email: I received an escalated phone call this evening, (B)(6) 2019 at 5:00pm from a customer who is reporting an issue with a sharps container. The caller, (B)(6), reported being a nurse at the (B)(6). She reported product #305517, lot #3304912 not being able to open for disposable of the needle, and stated she felt this is a defective product. The customer wanted the information passed along for someone to investigate the issue further. She can be reached at (B)(6)."